Event description:
A pt reported experiencing inaccurate high results with an otb meter. The pt's blood glucose results were 147 mg/dl vs. 126 lab. Tests were done within 21-30 mins with a difference of 31%. Pt did not experience any adverse events. No further info has been reported.